Event description:
On (B)(6) 2019, the patient had a right revision (head/liner) to address failed right total hip arthroplasty secondary to metallosis, wear of articular bearing surface of internal prosthetics, and toxic chromium and cobalt. Depuy components were used during this procedure. During the procedure the surgeon placed a poly liner into position and decided to change the seating of the liner. Upon removing of the just placed liner, the liner was damaged and another liner was then opened and placed into the patient without difficulty. Doi: unknown. Dor: (B)(6) 2019. Right hip.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. The photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.